Manufacturer narrative:
The stent remains in the pt. Without device examination, it could not be determined if there was a manufacturing defect that could have contributed to the inability of the stent to return to its original form after the tourniquet was removed. A root cause related to the stent or the stent delivery system could not be determined based on the described event. However, it was reported that a tourniquet was placed on the pt's leg, crushing the xceed stent. The excessive pressure applied to the stent may have caused the damage. The lot number was not identified; therefore, a review of the device lot history record could not be performed.

Event description:
Device malfunction: none. Symptoms/ae: stent implanted to re-expand crushed stent. Time of ae: approx 3 weeks post procedure. It was reported that two xceed stents were successfully implanted in the superficial femoral artery. Approx 3 weeks later, the pt underwent an unspecified orthopedic procedure. During the orthopedic procedure, a tourniquet was placed on the leg, crushing the distal xceed stent. Balloon dilatation of the crushed stent was unsuccessful. An unspecified stent was implanted within the crushed stent, successfully re-expanding the xceed stent. There was no adverse pt sequela. Though requested, no additional info was provided.